Event description:
It was reported the patient had the artificial urinary sphincter cuff component removed on (B)(6) 2019 due to erosion. A new artificial urinary sphincter cuff component was implanted on (B)(6) 2020.

Event description:
It was reported the patient had the artificial urinary sphincter cuff component removed on (B)(6) 2019 due to erosion. A new artificial urinary sphincter cuff component was implanted on (B)(6) 2020